Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. After cp placement and before pt transfer to the intensive care unit, a dressing film was applied while maintaining the puncture angle, but during this process, the placement signal (ps) received by the optical sensor disappeared. It was possible to continue to manage the condition by changing the angle and moving the catheter back and forth and fixing it at a point where the waveform did not disappear. Data log review showed low ps alarms but never triggering the placement signal not reliable alarm (psnr). Ps briefly spikes to 3000mmhg before quickly recovering. Issue happens intermittently over the first day of support. During ps railing, the signal-to-noise ratio goes to zero and contrast decreases. Gain and lamp both remain constant. Ps railing occurs less frequently as case goes on. The pump was returned and inspected. The pump passed uson and laser continuity testing. There was biomaterial found wrapped around the impellor blades but it was determined it had no impact on the optical signal. The cause of the optical signal issue was not determined since returned product showed no abnormalities related to the optical signal, data log review was inconclusive, and insufficient clinical details. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant in japan had placed an impella cp pump to support a patient. The pump was placed but optical signal loss occurred perhaps due to damage during application of pressure at the site dressing. The pump remained on despite the placement signal loss, and there has been no harm or injury. The pump was successfully weaned and explanted.